Event description:
New information received notes that the patient was seen in clinic, and the issue was confirmed to be due to telemetry lockout. The implantable cardioverter defibrillator was restored. No patient consequences were reported.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.